Manufacturer narrative:
Product complaint # ==> pc-(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: g4, g7, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a thrombectomy case with simultaneous carotid stenosis, a 125cm embovac 71 aspiration catheter (ic71125ca, 30390814) was easily pushed through the stent by a neuronmax long sheath, but the ophthalmic could not be passed (still with rebar18 microcatheter). Even a change to a prowler select plus (product/lot unknown) did not change anything. It was then found that the embovac twisted distally. Therefore, an attempt was made to salvage the catheter, which was not possible at first. After successful recovery, it was found that the catheter had twisted completely inside itself. Intervention was later successfully completed with a 5max. The surgery was delayed by five minutes. There was no harm to the patient. Stenosis had been previously opened with a stent. Additional information received indicated that there was difficulty withdrawing the catheter, the user tried three times with increased power. There was no additional intervention necessary. Prior to the withdrawal difficulties, no excessive force had been applied to the device. Adequate flush had been maintained through the devices. The prowler select plus was easy to remove. The device was not inspected more than usual prior to use. There was some vessel tortuosity. One non-sterile 125cm embovac 71 asp. Catheter was received inside of a pouch. The received device was visually inspected ant it was found with several compresses, also it was noted a twisted condition at 122 cm. No other damages or anomalies were observed. The ID and od from the device was measured and was found within specification. A manufacturing record evaluation was performed for the finished device 30390814 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿catheter (body/shaft) - tracking difficulty¿ could not be evaluated because the complaint reported by the costumer is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab. Also, during the analysis it was noted a compress condition on the device, this condition could be related with the customer¿s experience at the time of procedure and may have occurred by excessive force and handling being applied to the device. However, none of those can be conclusively determined. Based on the analysis results the costumer complaint can be confirmed. The complaint reported by the customer ¿catheter (body/shaft) - kinked/bent-in patient¿ was confirmed since during the analysis it was noted that the device has a compress condition, however the exact time when this condition occur could not conclusively determined. The complaint reported by the customer ¿catheter (body/shaft) - withdrawal difficulty-from vessel¿ could not be evaluated because the complaint reported by the costumer is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab. Also, during the analysis it was noted a compress condition on the device, this condition could be related with the customer¿s experience at the time of procedure and may have be caused by excessive force and handling being applied to the device. However, none of those can be conclusively determined. Based on the analysis results the costumer complaint can be confirmed. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. Tracking difficulty is most commonly related to the patient anatomy, operator technique, and appropriate device selection. Based on the information available, there was ¿some vessel tortuosity¿. Catheter kinking during clinical use is a known and common occurrence and is typically related to anatomy, technique, physician skill, and vessel tortuosity. Kinking can also be caused by the application of excessive force to a device, as noted in the event description, ¿increased power¿ was used when attempting to withdrawing the catheter. The instructions for use (IFU) warns the user to not advance or withdraw the intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance may cause vessel injury or damage to the device. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Physical manufacturer: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(6)). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a thrombectomy case with simultaneous carotid stenosis, a 125cm embovac 71 aspiration catheter (ic71125ca, 30390814) was easily pushed through the stent by a neuronmax long sheath, but the ophthalmic could not be passed (still with rebar18 microcatheter). Even a change to a prowler select plus (product/lot unknown) did not change anything. It was then found that the embovac twisted distally. Therefore, an attempt was made to salvage the catheter, which was not possible at first. After successful recovery, it was found that the catheter had twisted completely inside itself. Intervention was later successfully completed with a 5max. The surgery was delayed by five minutes. There was no harm to the patient. Stenosis had been previously opened with a stent. Additional information received indicated that there was difficulty withdrawing the catheter, the user tried three times with increased power. There was no additional intervention necessary. Prior to the withdrawal difficulties, no excessive force had been applied to the device. Adequate flush had been maintained through the devices. The prowler select plus was easy to remove. The device was not inspected more than usual prior to use. There was some vessel tortuosity.